Event description:
Received user facility report as follows: nurse reported around 6:15am on the day of the event, she turned her pt over from side lying position and noted the pt was "cool to touch", extremities had cyanosis, and trach was dislodged. Vent appeared to be functioning normally throughout the night entries on clinical note. Nurse stated the vent did not alarm. Pt received CPR - however, did not regain consciousness, and expired. Pulse oximeter which had been used every 4 hours to monitor oxygen saturations, was placed on pt's toe. The pulse oximeter registered a reading of 93% with respirations of a heart rate of 73 bpm. When paramedics arrived, their monitor failed to register a heart rate.